Manufacturer narrative:
The conclusion code was updated from our investigation team based off of the further review of the reported information. This device/lead was not returned and analyzed to gain true root cause.

Event description:
No additional information was received.

Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to observations of rising impedances due to a fracture at the clavicle region. No additional adverse patient effects were reported.